Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/20/2016. The event of lupus, neurological symptoms, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Reason for reoperation: possible lupus, neurological issues, asia (autoimmune / inflammatory syndrome)," and "nerve pain from the left arm all the way down to the finger tips," and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "possible lupus, neurological issues, asia (autoimmune / inflammatory syndrome)," and "nerve pain from the left arm all the way down to the finger tips''. Additionally, patient reported unknown side rupture. Device remains implanted.